Event description:
It was reported to boston scientific corporation that an obtryx ii, halo was used during a transobturator sling procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the bladder was perforated with the trocar. Following cystoscopy, the physician felt the perforation would heal on its own and did not perform intervention. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Pt age: the exact age of the patient is unknown, however, it was reported the patient was over 18 years.